Manufacturer narrative:
Date initial report sent: 11/2/2009.

Event description:
Procedure: gastric bypass. According to the report: during the transesophageal pass of the tube, the head has disconnected from the tube remaining in the pt's esophagus. It was necessary for the endoscopists and the othorhino to retrieve it. The pt's esophagus was of normal morphology and it did not show any resistance upon passing the tube. Once the head has been retrieved, a new eea orvil has been used and passed through the esophagus and had worked properly. There was no report of pt injury or bleeding.